Event description:
It was reported that during central processing, there was a loose protruding cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: the customer confirmed that there were no reports of a fragment falling into a patient when the instrument was used. No further details were available.

Manufacturer narrative:
(Isi) received a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was not installed in the clevis. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis.